Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, the patient presented to the emergency room 7 days post-operative t&a performed with an ent coblation wand and was taken to the operation room for control of post-tonsillectomy bleed. The patient again presented to emergency room 12 days post-operative t&a for bleeding that stopped spontaneously upon arrival to the emergency room. The patient was transferred to another hospital for close monitoring and coagulopathy panel and was discharged without need for surgical intervention. The patient presented again to the emergency room 14 days post-operative for bleeding and emesis. Cautery was performed at bedside. Coagulopathy work-up lead to von willebrand disease diagnosis by pediatric hematology. The parent noted during the survey that the primary cause for the tonsillectomy (snoring) was still present following the surgery and they were considering being re-evaluated for revision tonsillectomy. The outcome is unknown.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.